Event description:
The customer stated, he was hospitalized for high blood glucose and the reading was over 800 mg/dl. The infusion set was changed one day prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test, but the tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.